Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented for a lead revision procedure. The device was electively replaced due to an advisory warning. The patient was stable during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).